Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited cross-talk oversensing on the right ventricular (rv) channel, resulting in an inappropriate shock. The pacing intervals in the rv channel match right atrial channel, but the shock channel is completely flat, indicating no rv activity or pacing inhibition. Five seconds of asystole was observed. The patient reported dizziness during the pacing inhibition. The crt-d system remains in service. No adverse patient effects were reported.